Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the customer experienced elevated and low blood glucose levels, values were not provided. Customer declined to further troubleshoot with tandem technical support. Customer reverted to an alternate method of insulin therapy.